Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incident of an over infusion of tpn was confirmed through review of the device logs; however, it was not replicated during device testing since the devices were not returned for this investigation. The devices were not returned for investigation; therefore, no external inspection, internal inspection, or testing could be performed. The initial infusion of an unknown fluid (suspected to be tpn) was programmed and started at 3:40 am, with an infusion rate of 8 ml/hr and a volume to be infused (vtbi) of 250 ml. The rate was changed by the user to 6 ml/hr at 6:08 am, after 19.697 ml had been infused over the course of approximately two (2) hours and twenty-eight (28) minutes. At 9:55 am, a bottle side occlusion alarm was observed and the infusion was immediately restarted. The rate was changed by the user once again at 11:51 am to 5.2 ml/hr which was reported to be the incident rate. Approximately 53.985 ml of the programmed drug (suspected to be tpn) had been infused by this time. At 3:12 pm, the door was opened and two (2) safety clamp open alarms were observed followed by a door closed alarm (restart infusion alarm). The infusion was not started until 3:15 pm, when a patient side occlusion alarm was observed; however, the infusion was restarted promptly. At 3:20 pm, the infusion was changed by the user to 3.5 ml/hr. Twenty (20) minutes later, the rate was changed to 5.8 ml/hr. The unit was channeled off at 4:01 pm and the system was powered down at 4:04 pm. The total volume infused was recorded at 74.858 ml. The device was reportedly in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause for the reported over infusion of tpn is being attributed to user programming error. The infusion ran for approximately two (2) hours and twenty-eight (28) minutes at a programmed rate of 8 ml/hr when the intended rate was reported as 5.2 ml/hr. The rate was lowered to 6 ml/hr after 19.697 ml had been infused. The rate wasn¿t programmed to the intended rate until 11:51 am, when approximately 53.985 ml had been infused. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of tpn that required insulin administration. A new-born patient with an initial diagnosis of neonatal encephalopathy and meconium aspiration was undergoing hypothermia therapy to treat hypoxic-ischemic encephalopathy. The patient was to receive an infusion of tpn (250ml bag with d12.5). The tpn was a routine infusion intended to infuse at a rate of 5.2 ml/hour. The patient was also receiving continuous infusions of dobutamine at 0.36ml/hour; continuous norepinephrine at 0.45ml/hour, continuous art line fluids (sodium acetate and heparin) at 1ml/hour. It was alleged that the tpn over infused due to elevated blood glucose readings. A blood glucose reading taken at 08:42 am was 126 mg/dl. A subsequent reading at 13:18 showed a glucose level of 122 mg/dl. The glucose result was rechecked and confirmed to be significantly elevated. Glucose max of 1022mg/dl was measured. An insulin gtt (glucose tolerance treatment/protocol) was initiated, and the patient's glucose levels steadily decreased. Glucose returned to the normal range at 10:29 am. Received a copy of the customer's medwatch report from FDA which states, "2 patients undergoing therapeutic hypothermia for hie [hypoxic-ischemic encephalopathy]. Glucose spiked from normal range to critically high with no change in pump settings. Patient¿s required insulin and blood sugar eventually returned to normal range."